Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 660.6 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that a motor stall was seen at initial interrogation. The actual residual volume was 12.5 ml and the expected residual volume was 3.1 ml. The pump logs indicated that a motor stall occurred ((B)(6) 2016 at 01:59) with a recovery ((B)(6) 2016 at 11:32); motor stall occurred ((B)(6) 2016 at 04:16) with a recovery ((B)(6) 2016 at 11:21); motor stall occurred ((B)(6) 2016 at 19:27) with a recovery ((B)(6) 2016 at 13:02); motor stall occurred ((B)(6) 2016 at 20:16) with a recovery ((B)(6) 2016 at 07:35); motor stall occurred ((B)(6) 2016 at 23:35) with a recovery ((B)(6) 2016 at 16:12); motor stall occurred ((B)(6) 2016 at 19:40) with a recovery ((B)(6) 2016 at 13:51); and motor stall occurred ((B)(6) 2016 at 15:49) with a stopped pump period may exceed tube set ((B)(6) 2016 at 15:49). The patient was not getting any oral medications that they were aware of, but no withdrawal symptoms were reported; no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.